Manufacturer narrative:
The pump was received with a missing end cap sticker. The pump also had a cracked reservoir tube, and minor scratches on the lcd window. The drive support disk was inspected and no anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the end cap sticker was came off and drive support cap was loose. Customer's blood glucose was 138 mg/dl. Insulin pump would be replaced.